Event description:
The customer states that the sample camera was misreading barcode labels on the sample tubes. A review of the ortho provue log files determined that 7 sample tubes were misread. No erroneous results were reported. This is 5 of 7. Sample tube (B)(4) misread as (B)(4). (B)(4).

Manufacturer narrative:
This instrument has been investigated. On (B)(6) 2015 and (B)(6) 2015 an ocd field engineer (fe) arrived at the customer site. On (B)(6) 2015 the fe was on site and found the sample camera image shaking. The fe ordered a new sample camera. On (B)(6) 2015 the fe went back on site with a new sample camera. The fe replaced the sample camera and verified it with (B)(4). The fe tested the sample camera using the customer sample bar codes, it works ok. The customer ran qc and accepted results. Repairs have returned this instrument to expected operation.